Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter, and trying different charging combinations. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since it remained under warranty. The customer was informed about receiving a new pump with updated software and was guided on the return process for the faulty unit.